Manufacturer narrative:
Device (B)(4) relates to component (B)(4). Device (B)(4) relates to component (B)(4). Device evaluated by MFR: the device was disposed and unavailable for return for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the mid left anterior descending (lad) artery. A 3.00x24mm veriflex stent delivery system (sds) was then advanced to the lad and would not cross the lesion. It was noted that the distal part of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.